Manufacturer narrative:
Due to characterization limit, e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 had helium leakage. Customer complained of a helium loss. There was no patient involved.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the yoke assembly was the issue. Therefore, the fse removed the old teflon tape, cleaned the threads, and applied new tape. Once completed the yoke was reattached to the unit. The unit passed all functional and safety tests as per manufacturer's specifications.

Event description:
It was reported by customer that the before use cs300 had helium leakage. Customer complained of a helium loss. There was no patient involved.